Event description:
It was reported that the right atrial lead exhibited oversensing lead noise, loss of capture, and failure to sense intermittently. It was also noted that there was insulation damage. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.